Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. Technical services (ts) was consulted, discussed no events with noise. This rv lead remains in service. No adverse patient effects were reported.